Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the radiolucent aiming arm for antegrade standard locking and locking bolt measuring device were broken during a reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report is for one (1) radiolucent aiming arm for antegrade standard locking. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: visual inspection: upon visual intersection, one of the cam lock was found to be broken and broken pieces were received. The complaint is confirmed. Dimensional inspection: due to post manufacturing damage, dimensional inspection was not performed. Document/specification review: documents reviewed with no issues. Conclusion: the complaint was confirmed although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 03.010.480. Lot number: t989118. Manufacturing site: tuttlingen. Release to warehouse date: 27-may-2013 (4 devices), 17-jun-2013 (6 devices), 19-jun-2013 (6 devices), 11-jul-2013 (14 devices). A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H11 corrected data: e1 and h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.